Manufacturer narrative:
One flotrac - dpt - vamp adult combo kit was returned for product evaluation. The customer report of tubing came off was confirmed. The tube adapter of IV male connector, which was connected to flotrac unit, was completely broken. The broken part of the adapter remained inside of IV tube. Cross surfaces of broken adaptor appeared uneven and rough. Lab findings were not consistent with customer photos. Customer photos showed damage on pressure tubing set while returned kit had damage on IV set. No other visible damage was observed from the returned kit. Based on product evaluation findings this event is no longer considered reportable. Therefore, this correction is being submitted.

Manufacturer narrative:
Additional FDA product codes include: dqe- catheter, oximeter, fiberoptic. Drs- transducer, blood-pressure, extravascular. The device evaluations is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review process.

Event description:
As reported, when the flotrac was removed from the packaging, the tubing came off the stopcock with minimal manipulation. No troubleshooting was attempted as the tubing came apart during set up. There was no allegation of patient injury. The device is available for return.